Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump kept getting shocked at old job and frying pump so he stopped wearing pump". There was no reported adverse impact to the customers blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.